Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
(B)(6) study. It was reported that during a coronary artery stenting treatment procedure, vessel dissection occurred. The 1st target lesion was located in the 1st obtuse marginal branch (om1) with 90% stenosis and was 18mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilatation and placement of a 2.50x24mm study stent. Following post dilatation, residual stenosis was 0%. The 2nd target lesion was located in the mid left anterior descending artery (mid lad) with 75% stenosis and was 20mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with direct placement of a 2.25x24mm and 2.50x16mm study stents. Following post dilatation, residual stenosis was 0%. During index procedure, post treatment of the 2nd target lesion, grade-a dissection was noted at the proximal edge of the study stent placed in mid lad, which was treated with the placement of an additional 2.50x16mm synergy stent. Post dilatation, 0% residual stenosis with timi 3 flow was noted. Site has confirmed that the 2.25x24mm study stent was the cause of dissection. The patient was discharged on dual antiplatelet therapy (aspirin and clopidogrel) the following day.